Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes had dirty shields, 1 tube had embedded foreign matter in it, and 107 tubes had air bubbles in the gel. All defects were found before use in lot# 9228649. The following information was provided by the initial reporter, translated from (B)(6) to english: 'fm in gel x19. Dirty shield x3. Embedded fm x1. Gel air bubbles x107."

Event description:
It was reported that 19 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes had dirty shields, 1 tube had embedded foreign matter in it, and 107 tubes had air bubbles in the gel. All defects were found before use in lot#: 9228649. The following information was provided by the initial reporter, translated from japanese to english: 'fm in gel x19, dirty shield x3, embedded fm x1, gel air bubbles x107".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.